Event description:
The following has been reported: nurse reported: "product has been removed from patient. Cns collected product and is in communication with the company. Rn pushed premeds into the distal port of a running saline line. When hooked up to the pump the port started leaking on the floor. Rn took tubing out of use and started a new saline line for the patient. Patient harm: no a preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.